Event description:
Customer reported that the insulin pump went into threshold suspend and the bolus being administered was still listed in the bolus history. Customer also reported that he often has sensor glucose readings and sensor glucose readings that are many points off from one another. Blood glucose level was 322 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.